Event description:
Additional information was received from manufacturer representative that the bad extensions were replaced on (B)(6) 2017. The rep was not present at the case.

Event description:
Additional information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins) for the treatment of head and neck non-malignant pain. It was reported that there would be a revision occurring in regards to the info provided in this call. The rep wanted to discuss what their options would be for the patient if the paddles were damaged or compromised in any way. The rep was sent manuals for 1x4 surgical paddles and quad paddles.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The rep updated previously reported information. The health care professional (hcp) had issues taking the lead out of the old device; they were finally able to get the lead out of the port. When hcp tried to insert the lead into the new device, the lead did not go in the port; they tried several times while on the call with tech services. The lead was frayed. Lead revision was planned but not yet scheduled, and lead serial numbers were unknown.

Manufacturer narrative:
Concomitant products: product ID: 37712, serial# (B)(4), implanted: (B)(6) 2008, product type: implantable neurostimulator. Product ID: 37082-60, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3708260, serial# (B)(4), implanted: (B)(6) 2008, product type: extension.

Event description:
The manufacturer¿s representative (rep) reported that during surgery the healthcare provider (hcp) had trouble getting the extension out of the 8-15 port of the old implantable neurostimulator (ins), but it finally disconnected and came out intact after using a fair amount of force. Following this the hcp was trying to put the extension into the 8-15 port of the new ins, and they could see the material between the contacts was both discolored (yellow) and longer than the other extension that was fine. The hcp also indicated there were very small pieces of frayed material between the electrodes. The rep. Got on the line and reiterated they "absolutely couldn¿t advance the extension into the ins, and when the hcp tried to push it in the material bunched up, and was like the material had broken down. It was noted the rep. Was actually able to make the contacts go closer together because the material in between bunched up. The rep. Stated they didn¿t have another extension to try but did have a plug, and would plug the 8-15 port if they had to. Following this it was recommended to try the extension in the 0-7 port as well as trying to twist the extension as it was advanced into the port, but the rep. Indicated the hcp had already tried that with the same result. The hcp ultimately decided to plug the ins port and leave the extension implanted, and at a later date they would remove the extension. No patient symptoms were reported. Relevant medical history includes head/neck (non-malignant).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.